Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported receiving an e4 (occlusion) error message. Patient changed her infusion site; the cannula was bent. Patient stated her readings were higher than she likes to keep them. Patient reported her reading was 245 mg/dl. Patient alleges the elevated readings are because of a bent cannula. Patient stated she bolused to bring the readings down and also changed the infusion site. Patient reported the infusion site was wet and the infusion set has leaked. Patient stated the cannulas have bent and caused insulin to leak back out instead of into her body. Patient reported she has disposed of the leaky infusion sets. No adverse event reported. Requested return of the alleged infusion set cannula for evaluation.